Manufacturer narrative:
Image review: three media files were provided for review. The patient¿s executive summary was provided for anatomical review. The patient¿s annulus perimeter measured 93.8mm with a perimeter derived diameter of 29.8mm, suggesting a size 34mm evolut valve. The native aortic valve appeared to be significantly calcified bicuspid with a raphe between the left coronary cusp and right coronary cusp, and with protruding calcium in the annulus. Fluoroscopic valve load inspection was performed, and per the evidence provided, an overlap appeared to reach at least node 4. However, a misload was not identified and the valve was used for implantation. It is not known if a pre balloon aortic valvuloplasty (bav) was performed prior to the valve implant. An infold was evident after full release. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. According to medtronic best practices, if an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. It was reported that a post implant dilatation, and final image revealed a well expanded valve. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve implant, the infold was observed during deployment. The valve was recaptured one time due to deep positioning.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve presented with an infold once released from the delivery catheter system (dcs). The valve was post dilated using a non-compliant balloon. The valve opened appropriately and was evaluated through angiography by the physicians, who expressed satisfaction with the outcome and concluded that no further post-dilatations were required. No adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10:  product ID l-evprop34 (lot: 0012033769); product type: 0195-heart valves; product ID d-evprop34 (lot: 0012079695); product type: 0195-heart valves; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that no misload was identified during loading. Per the physician, the patient's significantly calcified bicuspid anatomy contributed to the infold, and the first recapture of the valve may also have contributed.